Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Additionally, the customer experienced low blood glucose (bg) level 48 mg/dl. The customer consumed carbohydrates to address low bg level.